Event description:
During implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. During the procedure, insulation damage was visually observed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were insulation damage and high pacing lead impedance. As received, a complete lead was returned in one piece. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual inspection found the outer insulation was twisted at the distal region. The cause of insulation damage is consistent with procedural damage.